Event description:
Suture reaction customer reports pt came back with post operative suture reaction. There are no reported adverse consequences to the pt related to this incident. Note: outcome to pt does not denote adverse event. MDR regulations of 7/31/96 requires reporting of incident once medical device family originally reported assuming incident could recur.